Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical technician indicated that a visual examination of the unit was performed which found the solenoid valve was burnt and had visible charring. The biomed replaced both the solenoid valve and the main distribution board of the machine to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit was returned to service at the user facility without a recurrence of the problem as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A hemodialysis user facility reported that a burning smell emanated from a concentrate mixer which was being examined due to it failing to fill correctly while undergoing a mixing cycle. No smoke was observed, and no flames or sparks were identified. The biomedical technician (bmt) performed a visual examination of the unit and found that the solenoid valve was burnt and had visible charring. The bmt replaced both the solenoid valve and the main distribution board of the machine to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit was returned to service at the user facility without a recurrence of the problem as reported. The solenoid valve is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. No adverse effects were experienced by the patients or staff, and no patient treatment was impacted as a result of this event.